Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.